Event description:
The customer reported having high blood glucose for a while, and her temporal basal was increased by ten per cent and her glucose level still was high. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The alarm history revealed a no delivery alarm. Ran a fixed prime and high pressure test and the device passed the tests. The customer called back next day and stated that she was hospitalized for high blood glucose of 520mg/dl. The customer reported having air bubbles in the reservoir. The customer stated that this issue has been going on for the past two weeks and she has been changing the infusion set multiple times. The customer's blood glucose reading at time of call was 420mg/dl. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.